Manufacturer narrative:
The information provided in the initial report was incorrect. The correction information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 700 to 945 mg/dl and the pump alarmed no delivery. The customer indicated that the pump shuts off by itself and that the battery contacts on the battery are damaged. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to revert to a back up plan until the battery cap arrives. Customer was advised to call back if battery cap does not resolve the issue. No further high blood glucose troubleshooting was performed.